Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinders and pump replaced due to a right cylinder tear. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinders and pump replaced due to a suspected right cylinder tear. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent a thorough analysis. The returned cylinder was visually and microscopically inspected and leak tested. The cylinder had sustained sharp instrument damage consistent with explant and, therefore, could not be pressure tested. The ms (momentary squeeze) pump was visually and microscopically inspected and leak tested. The pump tubing was worn down to the filament. The pump also was pressure tested. The pump did not pass activation testing which could have caused or contributed to the reported clinical observations.